Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of electromagnetic interference (emi) during an arm surgical procedure. Additionally, pace impedance measurements have been noted to increase from 500 to 1000 ohms. A lead fracture was suspected but has not been confirmed. The patient was scheduled for a follow-up appointment for a new chest x-ray. No adverse patient effects were reported. This device system remains in service. Additional information was received that this patient was scheduled for a lead extraction due to twiddler's syndrome which was confirmed with a chest x ray. No adverse patient effects were reported. This device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of electromagnetic interference (emi) during an arm surgical procedure. Additionally, pace impedance measurements have been noted to increase from 500 to 1000 ohms. A lead fracture was suspected but has not been confirmed. The patient was scheduled for a follow-up appointment for a new chest x-ray. No adverse patient effects were reported. This device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of electromagnetic interference (emi) during an arm surgical procedure. Additionally, pace impedance measurements have been noted to increase from 500 to 1000 ohms. A lead fracture was suspected but has not been confirmed. The patient was scheduled for a follow-up appointment for a new chest x-ray. No adverse patient effects were reported. This device system remains in service. Additional information was received that this patient was scheduled for a lead extraction due to twiddler's syndrome which was confirmed with a chest x ray. No adverse patient effects were reported. This device system remains in service. Further information was received that the revision procedure has not been performed and the patient will be scheduled for one. No adverse patient effects were reported. This device system remains in service. Additional information was received that a revision procedure was performed and the fractured lead was explanted and replaced. It was noted during the procedure that the patient had twiddled the device. This device remains in service. No additional adverse patient effects were reported. The complaint device was not returned to boston scientific, therefore, product analysis could not be performed.